Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 628 mg/dl and ketones identified as dangerous by a healthcare professional. Reportedly, an occlusion alarm occurred, replaced supplies to address bg. In the ER customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 628 mg/dl and ketones identified as dangerous by a healthcare professional. Cause was unknown. Customer replaced supplies to address bg. In the ER customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.